Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process and experienced a keypad anomaly. The customer's blood glucose was 52 mg/dl. The customer stated that he reached the fill tubing step when the insulin pump alarmed. During troubleshooting, the customer confirmed that insulin did exit with a manual plunger push. The customer was advised to rewind the insulin pump, reinsert the reservoir into the tip, and run a manual prime to at least 5.0 units. The customer stated that the insulin pump did not alarm no delivery and was advised that the insulin pump was working as designed. However, the customer also reported that the insulin pump had stiff buttons. He stated that the keypad worked intermittently because the buttons were too stiff. He noted that he had to press the act button several times to garner a response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.